Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that no intervention is intended at this time and the patient will continue to be monitored.

Event description:
During an in-clinic follow-up, episodes of myopotential oversensing were noted. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.